Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of over 500mg/dl. The customer stated that she did not feel well prior to her admission. Troubleshooting was performed. The time and date on the insulin pump was correct. Reviewed the alarm history and found a no delivery alarm. The customer stated that the infusion set was changed to resolve the issue. Ran a fixed prime and high pressure test and they passed. The customer's most recent glucose reading was 341mg/dl and she has treated with the insulin pump. No further information was provided.